Event description:
It was reported that the patient was asymptomatic. It was noted that when the implantable cardioverter defibrillator (ICD) was interrogated with a merlin 2 programmer, an error message was observed. An attempt to interrogate with a model 3650 programmer was successful, but it was noted that tachycardia therapy was off and parameters were erased. There was a potential backup vvi had occurred, but this could not be confirmed. Programming changes were made to turn on tachy therapy and restore parameters on the ICD. The patient was stable.